Event description:
It was reported that the 9800md system has power up (bootup) problems when first used in the morning. It was noted that the system was restarted 2 times. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the system interface pcb and reloaded flash and program memory. The system was tested and found to be working as intended and placed back into service.